Event description:
Baxter affilate reports home patient experienced cloudy effluent and was diagnosed with peritontis. No leak was noted in the transfer set, however, a crack was noted in the barrel(customer term not recognized by manufacturer). The patient was hospitalized for 3 days and was treated with ip antibiotics (medication and dosage unknown) and received a transfer set change. No further information is available.